Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage, leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 25017426 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that rn primed tubing with blood and put tubing in alaris pump channel. Shortly after starting the infusion, the rn noticed blood dripping on the floor. Small hole was found in tubing on the part that goes into the channel.